Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working and is having a vibrate anomaly. Customer does not remember the blood glucose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The insulin pump received with minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.